Manufacturer narrative:
Biomérieux investigation was performed. The customer isolate submittal was tested via the following methods: vitek 2® ast-n233 test kit (customer lot and a random lot). Broth microdilution (bmd), which is the reference method for vitek 2 imipenem development. Etest. Agar dilution (ad), which is the reference method for etest development. Investigation results: vitek 2® ast-n233 test kit customer lot gave imipenem mic = 2mg/l (susceptible). Vitek 2® ast-n233 test kit random lot gave imipenem mic = 2mg/l (susceptible). Bmd gave mic = 4mg/l (intermediate). Etest gave mic = 0.5mg/l (susceptible). Ad gave mic = 0.5mg/l (susceptible). The vitek 2 ast-n233 result initially reported by the customer (imipenem mic = 8 mg/l) was not duplicated during the internal biomérieux investigation. Based on the results of the investigation, the vitek 2 ast-n233 tests kits are performing in accordance with product specifications.

Event description:
A customer in (B)(6) contacted (B)(6) to report a discrepant imipenem result in association with the vitek 2 ast-n233 test kit ((B)(4), lot 633343140, expiry 06may16). (B)(6) subsequently contacted biomérieux. Organism: proteus mirabilis vitek 2 mic = 8mg/l (I), etest mic = 0.5 mg/l (s) there is no claim by the customer that the vitek 2 test result is incorrect, only that a discrepancy occurred. The customer claims a 48-hour delay in reporting results, although there is no indication or report that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal's have been requested for internal investigation.

Manufacturer narrative:
Device not returned to manufacturer.